Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg), the patient experienced chest discomfort, palpitations and their heart rate decreased to around twenty to thirty beats per minute which is below the device lower rate. It was also noted that the leadless ipg exhibited pacing failure with an increase in thresholds and impedances. It is thought that minor misalignment of the device main body after placement may have been caused by midventricular obstructive hypertrophic cardiomyopathy. The leadless ipg was reprogrammed and remains in use. A check was performed the next day and loss of pacing was not noted so the output was maintained with the setting changed to vvi 60. The patient will be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.